Event description:
During an attempt to deploy a stent the balloon ruptured at 16 atm (the rated burst). No intervention or pt complication was reported. However, during evaluation of the returned product a perforation in the balloon was observed with a resulting jetstream type leak. Although no jetstream leak was reported in this case, it has been determined that this type of leak may cause an adverse event it it were to recur. This device was used in the same case as 2083093-1997-00023.